Manufacturer narrative:
On (B)(6) 2020, the patient reached out to the cr disclosing that felt a popping sensation when she overextended her leg to get into her bed. Since then, she noticed a small bulging in her thigh, and she is no longer receiving paresthesia. On (B)(6) 2020, the patient followed-up with the implanting clinician on the possible migration. The implanting clinician determined that the lead's distal end had migrated down the patient's leg. The physician stated that the migration was a result of the patient's overextension. The implanting clinician also believed that the non-absorbable sutures used snapped and dislodged the stimulator. The stimulator was reported to meet product specifications. Manufacturer cannot currently receive the stimulator for analysis. The device was used for treatment of pain. The device cannot be traced as the source of the issue. On (B)(6) 2020, the implanting clinician explanted the stimulator. The patient is not planning to have another stimulator implanted at this time. On (B)(6) 2020, the cr followed with the patient to obtain an update on the patient's condition. The patient stated the incision is fully healed. Tissue damage and metal migration are known as adverse events for peripheral nerve stimulator that are reduced as far as possible in the product's risk management file. Through a review of sterilization and packaging records for the respective product lots, stimwave has confirmed that the product was delivered sterile, no trend of infection is evident for lot, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The root cause of this complaint could be traced back to the patient for failing to comply with post-operatory instructions.

Event description:
Stimwave quality has investigated the details for a report of migration, skin irritation, and loss of therapy submitted to the stimwave complaint system on july 2, 2020, by clinical representative (cr) in the united states. The cr became aware of this issue (B)(6) 2020.